Event description:
Dealer claims chair stopped working and end user fell while getting out of chair.

Manufacturer narrative:
The device was repaired in the field. The device is working properly.

Event description:
Dealer claims chair stopped working and enduser fell while getting out of chair.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.